Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, intra-op, an implanted peek was found out of service and another peek was explanted partially, i.e., a part of the cage was explanted. The products came in contact with the patient. The products broke. It was reported unknown whether any fragment of the broken instrument remained inside the patient or not. Patient symptoms or complications as a result of this event were reported as unknown.

Manufacturer narrative:
Additional information: product analysis:only the packaging returned. No portion of the implant returned for analysis.